Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.